Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's bolus wizard keeps giving boluses even when active insulin should not allow it to. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not provide further details. Troubleshooting was not completed. The insulin pump will not be returned for analysis.